Event description:
It was reported that during implant of the cardiac resynchronization therapy defibrillator (crt-d), the right ventricular (rv) lead was not capturing and exhibited high impedance and oversensing. A new crt-d was attempted to be placed and the left ventricular (lv) lead only showed capture in one configuration and high impedance. A third crt-d was placed without incident. It was believed a connection issue existed between the first two attempted crt-d devices and the patient's leads. The right atrial (ra) lead exhibited low impedance. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary the device was returned and analyzed and no anomalies were found. Iccd test measurement 2 produces a false failure on all blackwell models. The failure is caused by vector express ramware which writes to the same memory locations used by the iccd test. This false failure has no effect on devices in the field because it is only executed during device manufacturing. The vector express ram ware uses this memory space exclusively in the field. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.